Manufacturer narrative:
The insulin pump was unable to vibrate during self-test due to broken vibrator black wire. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed including idle current test, run current test, off no power test, unexpected restart error test, basic occlusion test and displacement test. We were unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump had cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer is having low blood glucose and insulin pump had a vibrate anomaly. Customer stated she has had multiple low blood glucose. It ranged between 58mg/dl-76mg/dl; treated with food. Customer stated she had jelly beans and that would take care of the rest of the evening. Customer stated last time she tested her blood glucose it was 168mg/dl. Customer's current blood glucose was 217mg/dl. After troubleshooting for vibrate anomaly, the pump did not pass self-test. Customer stated the pump had not been vibrating to alert her when she missed a blow. Customer declined the low blood glucose troubleshooting. Advised to discontinue the use of the pump and revert to back up plan. Customer agreed to return insulin pump for analysis.